Event description:
Customer stated the device was smoking and the device wouldn't&#62752;turn off. She changed batteries and ever since the device was smoking, it hasn't&#62752;been giving correct results. A request was made for the return of the suspect device and replacement product was sent.